Event description:
The barcode scanner on the ortho summit handling system instrument misread the sample barcode. A barcode misread could result in a sample from a pt being misinterpreted for another. No death or serious injury associated with this incident.